Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the false alarms could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the 61 year old male patient who was admitted with indication of cardiogenic shock, presenting in scai stage e shock. Prior to the placement of the cp pump the patient was known to be on extra corporeal membrane oxygenation (ECMO), and was on inotropes and vasopressors, on a vent for respiratory needs. The pump was supporting for 9 days when there was an alarm for "pump in aorta" which prompted the team to evaluate the pump position by tte echo imaging. The pump was noted to be in appropriate position. The team was aware the false alarming was with the pump in for many days, with patient coughing, and while on concurrent ECMO support. The following day again the alarm for "in aorta" occurred. The support continued despite the alarms til wean and explant on day 12. When explanted the team observed thrombosis at the access of the femoral artery. They removed the thrombus and there was no limb ischemia, as the flow was confirmed to be good to the limb. The false in aorta alarm will be reported upon despite no consequence to the patient and support. The thrombosis will be reported despite no noted limb ischemia from it. Limb ischemia is a known potential adverse event.

Manufacturer narrative:
Additional information received confirmed the event onset date (14-feb-2026) as initially reported.